Event description:
A user reported that after a fourth ipl treatment for dry eye disease, the patient returned two days later with iritis, pigment dispersion, and correctopia. The treating physician reported that adhesive shields were "lowered to cover lashes and upper lids treated with [ipl].

Manufacturer narrative:
On 11/2/2022 a user reported that after a fourth ipl treatment for dry eye disease on (B)(6) 2022, the patient returned two days later with iritis, pigment dispersion, and correctopia. The treating physician (dr (B)(6) reported that adhesive shields were "lowered to cover lashes and upper lids treated with [ipl]. Previous treatments (3) were performed with full facial shields and were tolerated well. A lumenis be service engineer was dispatched to the site on (B)(6) 2022 to evaluate the m22 system (device ga-0005200:22685) and found it to need some maintenance work but that it was operating as expected. Service notes excerpts; "initial inspection: annual pm reminder window popped up after entering password. Several filters had noticeable wear: I recommended that customer should replace all filters listed above. One of the three ipl energy tests failed (low power), other energy tests passed. After I performed a preventive maintenance the m22 ipl is functional and meets OEM standards. System malfunction was not the cause of the injury. A review of the m22 system DHR (model ga-0005200 serial number (B)(4) records showed that the system was manufactured according to relevant procedures, tested before release and shipped according to specifications. The system passed all testing and met all lumenis specifications prior to the release for sale. The manufacture date was 12/25//2018 and the system was installed 10/8/2020. The lumenis be clinical director reviewed the complaint information, the service notes and the incident form from the clinic and offered the following clinical assessment via (B)(4); a user reported that after a fourth ipl treatment for dry eye disease, the patient returned two days later with iritis, pigment dispersion, and correctopia. Gonioscopy showed tm pigmentation of +2 with relatively normal iop. Iritis was resolved within 1 week with steroids, however the treating physician reported that the damage (pigment dispersion [due to iris photoablation] and irregular/oval pupil is likely to be permanent. In her incident form, the treating physician reported that: (1) adhesive shields were "lowered to cover lashes and upper lids treated with ipl"; (2) the patient's fitzpatrick skin type was iii; (3) settings used on the day of the incident were: "ipl #4: 640 nm@18 mj, 590@ 16 mj, 560 nm@14 nj full face with adhesive shields. Min redness, tolerated well. Shields lowered to cover lashes and upper lids treated with one pass of 590 nm and one pass of 560 nm."; and (4) in the section for "previously used settings", the treating physician reported: "ipl #3 (B)(6) 2022): 640 nm @ 18 mj, 590 @ 18 mj, 560 nm @ 16 nj full face with corneal shields. Mild increase in facial redness today. Tolerated well." Note that the units used in the incidence form were reported wrongly by the treating physician: "590 @16 mj" probably means "16 joules per cm2 with a cut-off filter of 590 nm", and "560 @ 14 nj" probably means "14 joules per cm2 with a cut-off filter of 560 nm". The company reaches this conclusion because all fluence units in the m22 system are given in joules per cm2 (abbreviated "j/cm2") only. In the current incident, the treating physician treated the upper lids with adhesive shields that were lowered. By doing so, it is understood by the company that ipl was administered directly on the upper eyelids, without the upper eyelids being fully occluded. The company's user manual warns that ipl can cause permanent damage to pigmented structures of the eyes, if eyes are not protected with fully occlusive eye shields during treatment. The manual also specifies that ipl treatment when eyes are not fully protected can cause iritis, iris atrophy (resulting in pigment dispersion), and pupillary defects (m22: um-1034720_a, section a.3.4). In addition, the settings used in this incident were significantly more intense than those specified in the user manual, and in recommended treatment protocols. The type of risk reported in this incident was anticipated in the company's risk analysis (doc #rd-1104450_u) under 3.2.1 (hazard = "inadvertent exposure"; trigger = "incorrect safety glasses worn"). Prior to mitigation, severity and probability of this risk were coded 9 ("permanent injury resulting in permanent impairment") and 3 ("slight occurrence, 0.011 to 1%") respectively. After mitigation (which included: protecting the system with a password - such that only trained users can access it; supplying protective eyeglasses; and um warnings and instructions), probability code was deceased to 1 ("extremely remote, less than 0.001%"). Indeed, it is estimated that to this day (november 2022) over 1,240,000 ipl procedures for treating dry eye disease were performed with lumenis devices (m22, m22 stellar or optilight). Until the current case, the company did not receive any complaint regarding intra-ocular injuries due to improper eyewear protection. Including the current case, the probability of recurring is 1 over more than 1,240,000, or less than 0.000081%. The lumenis clinical director did speak with the customer after the event and it was confirmed and agreed that the customer had made a mistake by lowering the eye shields. Thus, root cause of injury is determined to be user error. Regardless of the reason, due to the severity of the injury, lumenis will report this event to the FDA as per the decision tree determination. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is closing this complaint at this time. Complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539).